Manufacturer narrative:
(B)(4). E1 initial reporter information - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that a missing sensor wire occurred. The product was evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and sensor wired is detached. The allegation was confirmed. The probable cause was determined to be sensor wire is missing from sensor pod. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into arm, which is off label usage of the device. After the sensor was removed, the patient felt strange and contacted a doctor because the area felt ¿hurt¿. The patient was seen at the hospital and an x-ray confirmed the missing sensor wire. Surgery was planned for (B)(6) 2024. A follow up with the patient on (B)(6) 2024 and confirmed that 3 incisions were made to remove the sensor wire, and that x-rays were taken during the surgery. The wire was successfully removed, and the patient received stitches, which are going to be taken out on (B)(6) 2024. There was no documentation of further medical intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).